Event description:
A rep of a surgery center reported that during continous/sculpt mode, there was no phaco power. The system was exchanged and the procedure was completed with the same handpiece. No pt harm was reported.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The company rep examined the system and could not duplicate the customer reported event. There were no relevant system message codes in the event log. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).